Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: corrected timeline information: (B)(6) 2017: consultant confirmed that procedure, including primary anastomosis, was straightforward and was satisfied at the end of the primary procedure that the surgery had gone well. On the (B)(6) 2017 at 02:40 nurse on itu was concerned regarding the color of the drain contents (similar to naso-gastric tube output). Surgeon reviewed the patient and concluded that early anastomotic leak was unlikely at this stage. It was assumed that fluid in the drain was from a saline wash. Surgeon advised no immediate intervention at that time and to observe with review on the ward round in the morning. At 05:00 surgeon was asked to review the drain again. 800 ml obvious enteric contents were present in the drain. Consultant was informed by telephone at 05:30 at home. The patient was reviewed by consultant and arrangements were made for her return to theatre. At 07:40 a 2nd laparotomy ¿ anastomotic leak (posterior aspect in middle of anastomosis) confirmed with fecal contamination of peritoneal cavity. Anastomosis resected, peritoneal lavage and double barrelled stoma fashioned. Opinion of consultant 8 sought intra-operatively regarding viability of bowel. It was agreed no further resection was required. At 11:00 the patient was transferred back to itu. The patient was in septic shock following the anastomotic leak. The patient was already on antibiotics and maximum inotropes and starting dialysis. At 13:45 stoma review, no change compared with end of operation, condition deteriorating. At 16:44 the patient continued to deteriorate despite maximum itu treatment. At 19:20 the death of the patient was confirmed.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What is the product code? Are there any operative notes available? Would the surgeon be interested in speaking with ethicon medical and engineering personnel?

Event description:
It was reported that the patient died at 19:20 hours on (B)(6) 2017 aged (B)(6). A post mortem reports the cause of death to be 1a multi-organ failure and sepsis due to or as a consequence of 1b leaking bowel and anastomosis due to or as a consequence of 1c carcinoma of colon (resected (B)(6) 2017). The patient in (B)(6) 2016 presented with dyspepsia and in (B)(6) 2017 with gurgling bowels, nausea and bloating. Following various tests culminating in a CT scan, she was referred to the surgical emergency unit on (B)(6) for bowel obstruction with impending perforation due to a stricturing cancer and a laparotomy and bowel resection surgery was performed. The consultant surgeon indicated that he performed a laparotomy and a standard right hemicolectomy having found a grossly distended small bowel through its length and what he describes as a massive distended caecum/ascending colon up to a neoplastic stricture. The operation is reported to have finished at 00:33 on the morning of (B)(6) 2007 but subsequently evidence of intestinal content was found in the robinsons drain prompting a decision to return the patient to theatre for immediate surgical exploration because of a suspicion of intestinal leak. A second laparotomy was performed by the same consultant surgeon and he reports extensive contamination of the abdomen with intestinal content. The surgeon reports noticing that the posterior wall of the anastomosis mechanically performed with a linear cutter and sewing machine during the previous operation contained a defect on its anastomotic line. A resection of the anastomotic specimen was performed and the operation was concluded with a double-barrelled stoma. Unfortunately, the patient¿s clinical conditions were very critical and despite what is described as maximum support being given, she passed away later in the day as a consequence of what was then reported at the time to be septic shock due to abdominal contamination from intestinal content as result of an anastomotic breakdown in a patient operated on for synchronous tumors producing longstanding obstruction on the large and small bowel at risk of impending perforation. The surgeon reports that: ¿despite the severe magnitude of the presentation of a cancer in an advanced stage, the first operation was satisfactory in removing the cancer and bypassing the obstruction but unfortunately was complicated by an immediate breakdown on the anastomosis performed mechanically with a linear cutter and sewing machine which probably failed in doing its work properly or had not performed its work as expected.¿ he also reports that ¿the histological report of an anastomotic specimen described in fact that in the anastomotic line a defect was noted, measuring 8 mm which was over sewn. The anastomosis was intact either side of the defect and a defect in the anastomotic line showed no staples.¿

Manufacturer narrative:
(B)(4). Additional information: specific requests have been made regarding the or records for both procedures. Additionally, we have inquired as to whether the pathology specimen from the first procedure has been preserved. To date, neither have been received. The ethicon endo-surgery medical physician reviewed the information received and has the following thoughts: patient was a (B)(6) with history of acute bowel obstruction (colonic tumor) who had experienced abdominal symptoms since (B)(6) 2016. CT scan on (B)(6) 2017 revealed stricture hepatic flexure, small and large bowel dilatation, risk of impending perforation, saddle embolism extending into left pulmonary artery and left common femoral deep vein thrombosis. Patient underwent right hemicolectomy on (B)(6) 2017 which was straightforward, according to the investigation report; however, operative notes have not been provided by the hospital. On post op day 1, enteric contents were noted in the drain and the patient was taken back to the or where fecal contamination was confirmed and an 8 mm hole in the staple line was identified. The anastomosis was resected and colostomy performed. Surgical pathology report states ¿changes consistent with infarction within mucosa and confirms the presence of full thickness defect.¿ infarction in this setting is almost assuredly due to inadequate blood supply created either during the conduct of the surgical procedure or as a result of the underlying disease. While root cause will never be known with certainty, this outcome, in the immediate post-operative period in a (B)(6) patient undergoing emergency colonic resection with primary anastomosis is not a surprise. Some reports would suggest a 30% chance of exactly this complication occurring in this clinical situation. Additionally, the hospital¿s investigation report states ¿impending perforation is associated with adverse state of colonic tissues, particularly blood supply and inflammation. This may adversely affect [sic] healing following colonic surgery.¿ the patient expired later in the evening of the reoperation and given the significant co morbidities suffered by the patient and the report of a straightforward surgical procedure, this appears to be unrelated to any device performance issue.